Manufacturer narrative:
As device information is unknown, labeling information cannot be obtained. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted. Manufacturer of the device unknown.